Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right ventricular (rv) lead helix was unable to be retracted when attempted to reposition the rv lead after the first placement. The rv lead was also stuck to the tissue, but eventually the rv lead was removed and a replacement near at hand was implanted instead on (B)(6) 2023. Echocardiography and chest x-ray were performed and revealed cardiac perforation. Cardiac tamponade occurred as well but it was unclear whether the perforation was due to rv lead placement or rv lead removal. Pericardiocentesis was performed. Patient condition was stable.